Event description:
The patient reported the atrial lead was "capped/explanted." Also reported "the doctor said it came lose because of tissue overgrowth at the proximal end." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.